Manufacturer narrative:
(B)(4). Approximate age of device: 30 days. (B)(4). The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017. The cause of death was due to acute left middle cerebral artery infarction, acute respiratory failure which required tracheostomy, and chronic kidney disease which required hemodialysis. It was also reported that there was a clot on the aortic valve. A decision was made to withdraw care.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported stroke and subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.